Event description:
I was using fixodent approx (B)(6)2008, while I was using the fixodent, I began experiencing numbness and tingling in my left foot. Cannot walk on my foot at all. After dental work was done on started (B)(6)2010 to (B)(6)2010 and off and on to doctor's office. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B)(6)2008 to (B)(6)2010.